Event description:
It was reported that during an unk procedure, the clips would not hold after placing. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.